Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms and lead fracture was suspected. The patient was pacer dependent, however the lead was capturing and pacing appropriately. Review of stored episodes revealed noise with oversensing and pacing inhibition prior to the lss. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.